Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During a onsite visit the fse (field service engineer) replaced a shutter and printed circuit board. The received sample was inspected. The reported problem cannot be reproduced during testing and no shutter error came up. All opening and closing sequences were in time and without bouncing. A review of the log file could confirm error message. Technical root cause could not be determined. Failure analysis shows shutter and printed circuit board are within specification and work as intended.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site representative reported a shutter error occurred during a lasik procedure. A company representative was present during the event. The patient release was activated and a system reset was performed . The procedure was completed with no further complications. Additional information received from site representative, who reported that there was no patient harm. No further information is expected.